Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that a patient underwent and arthroscopic shoulder repair with use of a lupine loop anchor for fixation. Post surgery it was somehow determined that there was a foreign body in the patient's joint space. The surgeon speculates that it may be a portion of distal tip of the anchor inserter. Complaint device was discarded by user facility. This is all of the information that has so far been made available to mitek.